Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d5, e1 "telephone number," e2, e3 and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, the e433 error was caused by a defective genrator board. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
An hf unit (generator) was sent to olympus for annual maintenance. The customer did not report a complaint initially. During the device evaluation, the following reportable malfunction was identified: e-433 error message. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, the front panel had cracks and parts were deformed. The generator board also displayed an error code e433. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.